Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer was taken by ambulance to the emergency room due to low blood glucose of 42 mg/dl on (B)(6) 2020 around 2:30 pm. It was stated that the customer had low blood glucose and infection. It was stated that the insulin pump took away and started giving shots.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hypoglycemia with unknown date and unknown blood glucose value. The customer blood glucose level was 42 mg/dl. Customer took battery out and now need to get it re-calibrated to get it up and going again. The device will not be returned for analysis.